Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer's reported issue was confirmed through pvt (performance verification testing) and visual inspection. Replaced dso (downstream occlusion) sensor, dso bezel, and dso seal. Performed dso calibration. Replaced screen lens. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerts "cassette not attached properly." The issue was discovered during testing. There was no patient involvement.